Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494- off-label use- indication for use was added as the pre-close technique was not used when closing with a sheath greater than 8f. Attachment medwatch report #medwatch (B)(4).

Event description:
User facility medwatch report received that states, ¿the physician along with cath lab staff, went to bedside to discontinue and remove impella. The impella was successfully removed. It was planned to remove left femoral artery sheath and "postclose" with 2 perclose devices. Lfa sheath removed and first perclose deployed without incident. Upon deploying second perclose device second device became stuck in the patient. After failed attempts to remove device, a femstop was placed on the site and a surgeon took the patient to the operating room to remove it." The following additional information was received: the sheath size at the time of device insertion was 13f. No resistance was noted during advancement of the second prostyle device into the anatomy. The lever was unable to be returned to its original position, the foot was unable to retract. Excessive force was not used during device removal attempts and no vessel damage occurred at the access site. The femostop was used in place of manual pressure after the second prostyle device was retained. The femostop was used in order to prevent continuous hemorrhaging while the patient was transferred to the operating room for the necessary surgical intervention. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to close lever/foot was confirmed based on return device condition. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to high angle of insertion, excess downward force, or aggressive downward or torsional pressure. The separated guide caused a needle deflection which induced the cuff misses and bent anterior needle. The guide break likely caused compromised foot functionality and likely led to the observed footplate not fully closed and subsequent device entrapment. The treatment appears to be related to circumstances of the procedure. The pre-close technique was not used when closing with a sheath greater than 8f. It should be noted that the electronic prostyle instructions for use (IFU) states: for access sites in the common femoral artery using 5f to 21f sheaths. For arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot # updated from 3031642 to 3020341. H6: patient code 4607 added.

Event description:
Subsequent to the initially filed report, the following information was received: capture was perceived by the operator and a guide separation did not occur during the procedure. The device was intact when the patient was transferred to the operating room. The patient was admitted to the intensive care unit and discharged to rehab. No additional information was provided.